Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, flow rate accuracy issue was reproduced. The device was tested for flow accuracy and it failed. The event history log was reviewed for the last days of customer use as no event date was provided.  The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The user facility did not provide additional details test setup or equipment used, which could impact the testing results. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be pressure plate travel. The pressure plate travel will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.